Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the nail was received with the locking prong broken. The broken portion was not received. A definitive root cause could not be determined. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed as recommended. The returned nail is part of the trochanteric fixation nail advanced (tfna) system and referenced in the tfna technique guide. Upon receipt there is evidence that the lock prong may have been damaged by a drill. There are radial smear marks where the prong was cut from the prong body and there are radial smear marks in the area of the serrations on the prong body, including a protruding burr from the inferior medial side of the prong body. From this evidence it appears the locking mechanism was in the advanced position and blocking the oblique hole when the step drill was used. The broken prong portion and the head element were not returned with the complaint. The nail exhibits evidence that a drill collided with the prong side of the oblique hole in the nail and the bump cut is barely visible. The relevant drawings, reflecting the current and manufactured revision, were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed as recommended. A definitive root cause could not be determined. However, the received condition shows evidence that a drill collided with the prong side of the oblique hole in the nail and the bump cut is barely visible. From this evidence it appears the locking mechanism was in the advanced position and blocking the oblique hole when the step drill was used. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient was reported as being approximately (B)(6), exact height is unknown. The patient was reported as being approximately (B)(6), exact weight is unknown. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. A device history record review was performed on part #04.037.125s, lot #9975244 (sterile) -- 11 mm/125 degree titanium (ti) cannulated tfna 340 mm/left sterile. Quantity 6: manufacturing location: (B)(4), manufacturing date: 01-08-2016, expiration date: 11-30-2025. Raw material lot no: 7949828 was received from supplier (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2017 for a left, proximal one third shaft subtrochanteric fracture. Prior to inserting the nail, the surgeon tested the ø3.2 mm guide wire through the nail without any issues. It was reported that the surgeon implanted the tfna nail, placed the lag screw over the wire, lowered the internal locking mechanism with the flexible screwdriver to a two finger tightened stop and then proceeded to completely engage the locking mechanism with the solid screwdriver shaft with the torque limiter and took it to a click. The surgeon then attempted to turn the lag screw with the inserter t-handle and although it should not have been able to, the lag screw rotated freely. A standard x-ray revealed that the locking mechanism was fully engaged. The surgeon decided to remove the nail by extracting the lag screw, placing the reaming rod back into the nail and pulled the nail out of the canal. Upon visual examination of the nail, the surgeon identified a piece of metal that came from the prong of the internal locking mechanism that was broken off and pushed down to the most proximal hole of the distal three holes. Once removed, the lag screw was reported as having a few marks along the more superior flat edge aspect, described as if it were buffed, not as if it were cut or gouged. It was confirmed that the metal fragment was retrieved. The patient was initially implanted with a 11 mm/125 degree titanium cannulated tfna 340 mm/left - sterile nail and lag screw which was replaced with a 360 mm nail, 85 mm lag screw and two (2) 5.0 mm distal screws. There was a 20 minute delay in the surgery reported due to the need to replace the nail. The remainder of the surgery was completed as planned and it was confirmed that the lag screw was locked. The patient was reported as stable. Concomitant devices: 03.2 mm guide wire (part #357.399, quantity 1)torque limiter (part #unknown, lot #unknown, quantity 1), reaming rod (part #351.706s, quantity 1) lag screw (part #04.038.085s, lot #h117889, quantity 1). This report is for one (1) 11 mm/125 deg ti cann tfna 340 mm/left - sterile. This is report 1 of 1 for (B)(4).